Event description:
It was reported by teleflex that approximately 1/3 of the way down the spring wire guide (swg), it appeared "pulled apart and lost its coiled structure." There were no reported patient complications. No further information is available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.